Event description:
It was reported that a cartridge alarm occurred during insulin delivery resulting in a blood glucose (bg) level of 15.6 mmol/l. Customer administered a correction bolus via the pump to successfully resolve the bg. Customer reverted to an alternate method of insulin therapy.